Event description:
Bbraun outlook safety infusion system nitroglycerin set was connected to bbraun 500 ml ns to prime tubing for chemotherapy. Ns began to flow appropriately, roller clamp was unlocked, then approx half-way down the tubing set, ns began to spill inside the hood. Upon inspection, I noticed a large slit/defective area in the tubing. It did not appear to have been damaged during shipment, etc. It looked like a MFR defect, as the tube was fully formed. Product has been kept for MFR eval. Info from product package: outlook safety infusion system nitroglycerin set with universal spike and spinlock connector.